Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (overriding dosage recommendation).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 20mg/dl with symptoms of unresponsiveness, being stiff and moaning. A 911/emergency protocol was initiated. The patient was treated with glucagon injection and food/drink. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that the patient had guessed at amount to bolus prior to this event. The patient had a history of low bgs and is working with hcp for adjustment to settings. The reporter stated that the condition/illness is the cause of the bg excursion, failure to bolus, overriding dosage recommended by bolus calculator feature and incorrect manual calculation of dosage. This report is being made due to the hypoglycemic event the patient experienced that resulted from overriding dosage recommendation.